Event description:
On (B)(6) 2012, the pt underwent a permanent procedure to receive a scs sys including two leads (from the same lot). During the procedure, the pt experienced a wet tap when the dr attempted to place the leads. As a result, the procedure was aborted. The pt did not experience any adverse symptoms.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed due to no alleged device failure to meet spec. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.